Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective ECG cable. However, repair quote is cancelled by customer and no work performed by philips. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. However, repair quote to replace the defective part is cancelled by customer and no work performed by philips. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's ECG cables were not working. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.